Event description:
The pt was revised following a positive test for staph infection. The dr reported severe hematogenous dermatitis may have developed into the left knee infection; noting that the case involved a patella affected by the gas plasma recall.